Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer had the low during a flight. The customer was at 163 mg/dl at the time of the call. The customer was given glucose tablets and intravenous fluids to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump was working as designed. The insulin pump will not be returned for analysis.